Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2019, the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip and was revised on (B)(6) 2024. It is further alleged that the patient suffered injuries as a result of implantation of the device at issue, device recall, and excessive levels of chromium and cobalt in his blood.